Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a draining sensation when his laptop was 8-10" away or closer to implanted device. The pt also reported that when he places the pt programmer under the laptop the settings on the programmer are affected. The pt doesn't typically place the programmer under laptop but was curious if programmer would be affected as well. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.